Manufacturer narrative:
The information received indicated that the trapease inferior vena cava filter did not appear to fully open. The indication for filter insertion was recurrent deep vein thrombosis. There was no thrombus present at the delivery site. The vena cava was straight, approximately 18-19mm in diameter. There was a congenital venous anomaly at the right renal vein and varix. The size of the vena cava was estimated. The vessel was straight and normal on venogram, but cannot exclude webs or congenital variations. There was no acute bends or tortuosity. There was no difficulty or resistance/friction while advancing the filter to the deployment target. The obturator remained fixed while the deployment sheath was pulled back over the obturator. It was not verified under fluoroscopy that the filter or part of the filter was not in a vessel. The entire filter was under expanded. Wall apposition was not deemed adequate to prevent migration. The filter was not removed. A second filter was deployed without incident in the suprarenal inferior vena cava. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15223793 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15223793. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). History: this complaint involves an (B)(6) patient who had an ivc filter implanted for recurrent deep venous thrombosis. As per clinical report, there was a congenital venous anomaly related to the right renal vein. No specific difficulties were noted during deployment. After deployment, the filter was noted to not have expanded. This required placement of a second filter in the suprarenal ivc. Observations: a single cd-rom containing multiple digital images is submitted for review. Venogram performed from the jugular approach shows a complex varix and probable venous aneurysm related to the right kidney. On image 3/36 of series 1/2 we also see a double density in the region of the right side of the ivc. This represents an enlarged right gonadal vein (darker contrast) with reflux into the patent ivc adjacent to it (lighter contrast). The delivery sheath is then advanced into the gonadal vein and the filter is deployed in the gonadal vein. The filter does not expand as expected because of the limiting diameter of the gonadal vein. The exact location of the filter can be confirmed by CT scan. A second filter is deployed normally in the suprarenal ivc. Conclusion: this complaint involves a patient who had a trapease ivc filter implanted from the jugular approach. The filter was implanted into the right gonadal vein. A second filter was then placed in the suprarenal ivc uneventfully. This complaint does not represent device malfunction or manufacturing error. The complication in this case is technical/procedural related in a patient with complex venous anatomy. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15223793 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15223793. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.

Event description:
The information received indicated that the trapease inferior vena cava (ivc) filter did not appear to fully open.

Manufacturer narrative:
Additional information will be submitted within 30 days from receipt.

Event description:
The indication for filter insertion was recurrent deep vein thrombosis. There was no thrombus present at the delivery site. The vena cava was straight, approximately 18-19mm in diameter. There was a congenital venous anomaly at the right renal vein and varix. The size of the vena cava was estimated. The vessel was straight and normal on venogram, but cannot exclude webs or congenital variations. There was no acute bends or tortuosity. There was no difficulty or resistance/friction while advancing the filter to the deployment target. The obturator remained fixed while the deployment sheath was pulled back over the obturator. It was not verified under fluoroscopy that the filter or part of the filter was not in a vessel. The entire filter was under expanded. Wall apposition was not deemed adequate to prevent migration. The filter was not removed. A second filter was deployed without incident in the suprarenal inferior vena cava.